Event description:
It was reported that the pt underwent surgery for treatment of spondylolisthesis, degenerative disc disease, and lower back pain with implant of posterior fixation at l4-s1. Post-op the pt complained of pain and subsequent films revealed a rod cable fracture on the left side of the construct. The pt underwent a revision surgery to replace the one fractured rod. No pt complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Unable to determine cause of the event.